Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported degraded internal battery. Performance testing confirmed the device would not power on when plugged into ac power. Visual inspection of the main circuit board revealed an open circuit. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to soldering process during manufacturing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation, an astral device had a degraded internal battery that loses charge quickly. During resmed evaluation, the device would not power on when plugged into ac power. There was no patient harm or serious injury reported as a result of this incident.